Manufacturer narrative:
An event of retraction problem was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the root cause of the reported retraction problem could not be conclusively determined. Reported material deformation may have resulted from procedural factors (multiple implantation attempts) and/or patient-related conditions such as calcification. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis and moderate paravalvular leak. During the procedure, at the first attempt, the valve was positioned at a depth of 4mm on the non-coronary cusp (ncc) but did not reach the left-coronary cusp (ncc). Upon recapture, the valve popped up and the second operator continued the recapture maneuver resulted without success. Micro adjustment wheel was adjusted still approximately forty percent of the valve was exposed out. It was noted that multiple recapturing attempts performed at different locations (sinus of valsalva, descending aorta and abdominal aorta) resulted without success. The valve was decided to be deployed at the right iliac artery. A second 35mm navitor vision valve was selected for implant using a large flexnav delivery system. During the first attempt of deployment, the valve popped up again and recapturing was still difficult to perform. The ds was retrieved back to the descending aorta for a complete recapture. Second and third attempts were made to release the valve resulted without success so it was decided to remove the ds. A third non-abbott valve was able to be implanted successfully. A stent was placed at the right iliac artery as an intervention to maintain the blood flow. The patient was noted to be recovering.